Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/1/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The impacted product, previously reported as unknown saline, was revealed through the product investigation on 5/1/2019. The impacted product was a mentor siltex round moderate profile 350cc saline prosthesis. Section d has been populated with all available information. A manufacturing record evaluation (mre) was performed for the finished device number 268604, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 5/23/2019. Device evaluation summary: according to the information received, right deflation of the implant was confirmed due to car accident. The analysis results show that the device appeared intact. Leak testing revealed there was a tear in the posterior aspect measuring approximately 0.4 cm. No additional anomalies were observed. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced right sided deflation post procedure. The deflation was caused by a car accident. As a result, bilateral prothesis replacement with mentor smooth round moderate plus profile 500cc saline prostheses was performed.